Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient was examined by their dentist. The patient has a history of recession on a few teeth that have been monitored since they became a patient with their dentist in 2016. Since starting byte orthodontics there is an increase in recession by 1-2mm on teeth #5,6,11, 12 so that the cumulative recession is now #5 at 4mm, #6 at 5mm, #11 at 3mm and #12 at 3mm. This rapid increase is due to the movement of the patient's teeth by the byte aligners. The patient has already discontinued use of the aligners, this is the best course of action. The patient has been referred to see a specialist and recommend treatment for the recession before proceeding with any further orthodontic treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.